Event description:
It was reported that the patient was implanted with click'x on a unknown date. Later, it was discovered that the patient fell and was suspected to have pseudarthrosis at l5-s1. A revision surgery was performed on (B)(6) 2014 and click'x was explanted and expedium was implanted into the patient at levels t8 to the pelvis. During the removal of the transconnector, the tip of the driver sheared off. The rescue driver became stuck in the handle at the end of the case. The implant and instrument was easily removed without additional intervention. Procedure was successfully completed without any delay. This is report 1 of 7 for complaint (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6) a device history review was conducted. The report indicates that the DHR was reviewed and (B)(4) was found on (B)(4) lot #5052063 for feature l1 oversize. The qe accepted the parts conforms after re-inspection using gage pin and caliper. This nonconformance is not relevant to the complaint because the issue is on the handle component not the tip of the shaft that broke. No issues were found during manufacture that contributed to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. Placeholder.